Manufacturer narrative:
This reportable event was identified during a review of complaint files between october 2017 though december 2019.

Event description:
When attempting to utilize the bags, the bags tore upon removal through the defect. Tears were at the bottom of the bag on 3 of the bags. A new bag was used each time. A different bag tore apart into multiple pieces. As a result the scrub tech had to piece the bag back together on the back table to ensure all the pieces were removed from the patient's abdomen. Facility cannot locate bags for return.